Event description:
Additional information received from the patient. The patient reported that when they sat down in church and leaned against the back of the church pew, the device rolled, gave minor pain, and they had to "adjust" it so they could sit comfortably. When they lie down in bed at night, they have to adjust the device so that they can settle comfortably to sleep. They reported this to their surgeon/doctor when they went in for their 6 week follow-up appointment on september 21, 2021. He was able to determine that my lnterstim was not still where he had put it. It was not still attached how he had done it. He indicated that they could have additional surgery to correct the positioning of the device. The patient experienced the shooting electrical shock like pain again around october 12.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when they lay down or sit down the ins "rolls" to an edge and gets painful. Patient said it takes awhile to get comfy. Patient said this has been going on for the last 3-4 days. Patient has an appointment with  hcp on (B)(6) 2021. The patient was redirected to their healthcare provider to further address the issue.